Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered, and high impedance measurements were observed with the right ventricular (rv) defibrillator, and superior vena cava (svc) portions of the rv lead. High pacing impedance was also noted with rv tip-to-coil programming. In addition, the atrial lead was reported to have dislodged. The patient was admitted to the hospital, and the right atrial (ra) and rv leads were inactivated; both leads remain in the patient. A new rv lead and new implantable cardioverter defibrillator (ICD) were implanted on the patient's right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.